Event description:
Post pulse generator implant, the ventricular lead exhibited intermittent capture. Telemetry showed that the device was at 80 ppm, capturing every other beat. Device settings were 3.5 v, 0.4 ms. The patient was sent home with the rate programmed to 80 ppm with autocapture on. The patient had orthostatic hypotension and would get lightheaded if the device was programmed to a lower setting. It could not be determined if the problem was with the patient or the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received